Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements, greater than 125 ohms. A technical services (ts) consultant provided troubleshooting recommendations to exclude lead impairment. There were no adverse patient effects reported. This rv lead remains in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements, greater than 125 ohms. A technical services (ts) consultant provided troubleshooting recommendations to exclude lead impairment. There were no adverse patient effects reported. This rv lead remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.